Event description:
It was reported the patient had an infection at the ipg site. As such, the patient underwent surgical where the system was explanted. The patient was treated with IV antibiotics and is doing well. The issue is resolved.